Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Per communications, it was reported a zimmer hg cup was used in conjunction with depuy head and stem. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# depuy head (28+0, zir. Ceramic srom head), lot# t52989. Item# depuy stem srom stem, lot# unknown. Item# unknown, unknown liner, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 15 years post initial implantation due to pain. During procedure it was noticed that the cup was loose. Attempts to obtain additional information was made; however, none was available.